Event description:
Boston scientific received information that this right atrial (ra) lead displayed one pacing impedance measurement less than 200 ohms and several atrial tachy response (atr) events that exhibited non-physiologic signals on the atrial electrogram (egm). An insulation issue was suspected. The physician elected to surgically abandon this lead and implant a new ra lead. No adverse patient effects were reported during the procudure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.